Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 301 mg/dl. The customer changed the pump supplies and delivered a bolus of insulin to address the bg level. A pump system check was performed using the current supplies on the pump. The cartridge and infusion set tubing were found to be functioning as intended. The customer changed the infusion set and resumed insulin delivery.